Manufacturer narrative:
(B)(4). Only event year known: 2018. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the broken blade tip fall into the patient? Yes. Was the broken blade tip retrieved from the patient? Yes. Did this cause a change in the plan of care for the patient? No.

Event description:
It was reported that after 10 minutes blade broke. Pad is in perfect condition. Surgery completed with new device. No harm to patient. Surgery of liver cyst.

Manufacturer narrative:
(B)(4). Batch # p94972. Investigation summary: an image was provided of a harmonic instrument where the active blade is damaged/broken from the instrument. In addition, the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result are ¿tighten assembly¿, ¿blade error detected,¿ or "relax pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.